Event description:
Complainant alleged that during functional testing the device made a loud "explosion" sound upon discharge. Complainant indicated that there was no patient involvement in the reported malfunction.